Manufacturer narrative:
One medfusion 4000 pump was returned for analysis with both seals broken. The device was tested via the power up process and the error was confirmed. The black low-profile super capacitor on the main board does not operate as intended. The main board was replaced, the power up process was performed and all functional tests which passed. Other damage on the pump was performed and the device was re-caliberated.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a super capacitor error. There was no patient involved.